Event description:
A physician reported a pt who was skin tested on 9 january 1997 and 7 february 1997 with negative results, and rec'd her first treatment on 26 february 1997 into a scar at the chin. On 28 february 1997, the pt noted redness and swelling at the treatment site. On 3 march 1997, she presented with erythema swelling, induration, pruritus, and tenderness at the treatment site. The physician diagnosed a hypersensitivity and prescribed topical diprosone. The pt also alleged fatigue and a general "dopey" feeling; date of onset unk. The pt alleged that these symptoms began only after the treatment. No medical or surgical intervention was prescribed for the fatigue. The pt saw a gp/naturopath (exact date unk), and was told she had a major autoimmune reaction". The pt was hospitalized and rec'd a high dose of vitamin c. The injecting physician did not believe the systemic symptoms were related to the collagen. In july 1997, the pt was "40% back to normal". The injecting physician stated that the pt had not been diagnosed with autoimmune disease. This event is being reported as an MDR because it is co's policy to report to FDA all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.